Event description:
It was reported that the device exhibited an alarm of error when switched on. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found cracked front and rear housing. There were multiple 'high-pressure' alarms found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was due to the pump being due for maintenance. The device was serviced. The service history review identified no indication that the complaint was related to a service of the device within the review period.